Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
In the back of the chair, at the bottom where the wheel attaches ,the vertical tube broke.